Manufacturer narrative:
A4 - unk; a5 - unk; a6 - unk; claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -15.0/2.0/132 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. The lens was replaced with a longer length lens due to low vault with rotation on (B)(6)2023. This resolved the problem. Cause of the event is reported as unknown.